Manufacturer narrative:
The forceps referenced in this report was not returned to olympus for evaluation, as it has been discarded following the procedure. The exact cause of the user's experience could not be conclusively determined.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh), the user was trying to cauterize a bleeding site with the use of the forceps, but the user keeps on getting an error message "regrasps". The bleeder was not stopped or cauterized, as a result, the doctor switched to an older model of cutting forceps. The procedure was completed and no pt injury was reported.